Manufacturer narrative:
Occupation: health professional (hpro). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic video-assisted thoracoscopic lobectomy, while transecting lung tissue, there was a cr ack sound during firing and some of the staples were malformed. They used another device instead to complete the case. There was no patient injury.